Event description:
It was reported that the patient experienced inappropriate therapy due to electromagnetic interference (emi) causing episodes of noise that met the ventricular fibrillation (vf) detection criteria. The device electrogram (egm) shows continued emi, and trouble-shooting is ongoing to determine what the patient was doing at the time in order to identify the external source. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed electromagnetic interference (emi) noise on both the atrial and ventricular channels with inappropriate shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.